Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate was identified as s. Lugdunensis but when retested the isolate was identified as s. Haemolyticus at the reference laboratory. No health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 11-oct-2024 investigation summary this complaint is for misidentification of staphylococcus lugdenensis as staphylococcus haemolyticus when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 4008769. The customer provided isolates, panel returns, binary files and phoenix generated lab reports for the investigation. The phoenix generated lab report shows an isolate identified as staphylococcus lugdenensis when using the complaint batch. The customer returned isolate was verified on a bruker maldi biotyper and labeled as s. Lugdenensis 24f964140. To investigate, three customer returned panels from the complaint batch were tested using customer returned isolate s. Lugdenensis 24f964140 on a phoenix m50 machine and evaluated for identification results. Additionally, two retention panels of the complaint batch and two control panels from the same material but different batch were inoculated with customer returned isolate s. Lugdenensis 24f964140 on a phoenix m50 machine and evaluated for identification results. The panels tested identified the isolate as s. Lugdenensis, therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate was identified as s. Lugdunensis but when retested the isolate was identified as s. Haemolyticus at the reference laboratory. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.